Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1807118. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. Samples were tested functionally, connecting to an injector and syringe without issues and no leaks were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical to the vial. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text : see section h.10.

Event description:
It was reported that the bd phaseal¿ protector (p14) leaked pembrolizumab during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: this particular size leaks on many occasions. Yesterday, we had to discard over 3ml of pembrolizumab with significant $$$$ loss due to the leak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p14) leaked pembrolizumab during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: this particular size leaks on many occasions. Yesterday, we had to discard over 3ml of pembrolizumab with significant loss due to the leak.